Manufacturer narrative:
Product evaluation: a product evaluation/investigation was not performed as no product was returned. Manufacturing record review: a product manufacturing record review could not be performed as serial number of the lens was not provided/known. Labeling review: the directions for use (dfu) for the multifocal iols (tecnis symfony zxr00/zxt) series were reviewed. The dfu adequately provides instruction and precautions for the proper use and handling of the intraocular lenses. No product was returned, a manufacturing record review was not performed as no serial number was provided; therefore, the customer's reported complaint could not be confirmed. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Model #, catalog #,expiration date, UDI: unknown since serial number was not provided. There is no indication of a lens explant. (B)(6). Manufacturing date: unknown since serial number was not provided (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a female patient had the symfony lens implanted in 2015 in both eyes, and is complaining about halos/glares. That in spite of a successful operation/additional femto-lasik (fine-tuning), the patient must wear multi-focal glasses and is not happy about that. No further information was provided. This report pertains to the patient's right eye (od). A separate report is being submitted for the patient's left eye (os).